Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: liskutin t., et al (2020) the influence of biplanar reduction and surgeon experience on proximal humerus fractures treated with orif, injury volume 51, pages 322¿328 (USA). This retrospective case series aims to determine if measures of preoperative deformity and postoperative reduction quality in both the sagittal and coronal planes were associated with the primary outcome, complications, for patients with ao/ota c-type proximal humerus fractures treated with orif using a locking plate. Between january 2008 and january 2017, a total of 41 patients (26 females, 14 males) average age was 58.5 years (range 20.5¿98.1 years, std dev 14.3 years)with ao/ota c-type proximal humerus fractures treated with open reduction and internal fixation (orif) were included in the study. Orif was performed utilizing a proximal humerus internal locking system (philos) plate (synthes, raynham, ma, USA). Mean follow-up time was 42 months (range 3 to 128 months). The following complications were reported: the medial calcar was disrupted in 20 of the 41 fractures. Both reliability measures of coronal displacement were poor. Complications occurred in 11 of 35 patients, including avn (7), post-traumatic arthritis (1), and impingement (1). Re- operation was required for 7 patients. Loss of reduction/screw cutout (2) (complications that occurred in 11 of 35 patients). This report is for an unknown synthes proximal humerus internal locking system (philos) plate. This is report 2 of 3 for (B)(4).